Event description:
Patient's pump started to alarm air in the line. When nurse looked at the IV tubing to check for air in the line it was discovered that the IV tubing became disconnected at the base of the slider clamp. Therefore, no IV fluid was infusing into the patient. The tubing was then disconnected from the patient flushed and clamped at the hub while new fluids and a new set of IV tubing was gotten and set up.